Event description:
It was reported that the filter could not be recaptured. The over 70% stenosed target lesion was located in the moderately tortuous and mildly calcified carotid artery. A 190cm filterwire ez was selected for use. During the procedure, it was noted that the filter could not be recaptured. The device was just removed by the operator and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. It was observed the wire returned inside the delivery sheath. The filter bag came back in deployed state. The wire was bent, and it was observed that the spring tip was bent and stretched. No more damages were observed. Under the microscope it was observed that the spring tip was bent and stretched. No other issues were identified during the product analysis.

Event description:
It was reported that the filter could not be recaptured. The over 70% stenosed target lesion was located in the moderately tortuous and mildly calcified carotid artery. A 190cm filterwire ez was selected for use. During the procedure, it was noted that the filter could not be recaptured. The device was just removed by the operator and the procedure was completed with another of the same device. No patient complications were reported.